Manufacturer narrative:
Initial reporter phone:(B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient (B)(6) underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered heart av heart block requiring surgical intervention. It was reported that during slow pathway ablation for the treatment of avnrt, av block occurred. The procedure was stopped because of occurring av block. It is planned to implant a pacemaker at a later date. There is no further information about the hospitalization and if any additional intervention was performed. Contact force was monitored by dashboard. Visitag color option was tag index. Additional filter used with visitag was fot. The physician did not provide a causality opinion for the cause of this adverse event.

Manufacturer narrative:
Additional information was received on 19-apr-2022. It was reported that the physician¿s opinion on the cause of this adverse event was that it was procedure related. The physician commented that av block was caused by ablation near the his bundle. A pacemaker was implanted on (B)(6) 2022. The patient outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event for pacemaker implantation. The h6. Health effect - impact code has been updated to include f08 hospitalization or prolonged hospitalization. The physician¿s name was provided. Therefore, e1. Initial reporter title, e1. Initial reporter first name, and e1. Initial reporter last name, e2. Health professional, e3. Initial reporter occupation have been updated. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30694255l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).